Event description:
It was reported that "when releasing the trigger after firing a staple, the user felt resistance and the trigger did not return smoothly. (Firing itself succeeded). Therefore, another unit was used to complete the procedure. No staple fell/remained in the patient and no injury to the patient was reported."

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. Visual examination of the returned stapler was performed with and without magnification. The inspection revealed that the trigger was not engaged, but did have a staple loaded and part way out of the mouth of the cover block. The stapler had ten staples remaining, indicating that at least 25 staples had been fired by the customer. There was no clear evidence of biological material found on the sample. Dimensional inspection was performed on the frame and trigger components. The inner width of the frame measured 0.522", which does meet the minimum specification of 0.520". The width of the trigger measured 0.448", which is in within the specified range of 0.422"-0.457". The width of the trigger at the protrusion which contacts the cover block component measured 0.477", which is within the specified range of 0.470"-0.485". The trigger and frame were observed to be within specification. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first fire into the air, the staple fully formed and released. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. All remaining staples fired into the skin pad and formed properly. While engaging the trigger, resistance was observed, and the trigger became stuck in the engaged position during one of the fires. The stapler was disassembled and die casting anomalies were found on the forming tool, but no other defects were found on the returned stapler. A lab inventory sample was then used, the cover block of the lab inventory sample was placed in the trigger and frame from the complaint sample and was fired. The stapler fired three staples into the air properly and then fired ten staples into the skin pad properly as well. No resistance was observed at all. The cover block from the complaint sample was then placed in the trigger and frame of the lab inventory sample and was fired. No resistance was observed either. The stapler was then disassembled, and minor die casting anomalies were discovered on the forming tool. No other defects were found on the device. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was able to be confirmed based upon the sample received. The returned stapler was able to form and release all remaining staples in the cover block. The stapler experienced resistance while firing but did not impact its ability to fire and form staples properly. Dimensional testing was completed on the trigger and the frame, and both were within specification. The device was disassembled and die casting anomalies were found on the forming tool. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. No other functional issues could be found with the returned stapler. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a; corrected data: n/a.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "when releasing the trigger after firing a staple, the user felt resistance and the trigger did not return smoothly. (Firing itself succeeded.) Therefore, another unit was used to complete the procedure. No staple fell/remained in the patient and no injury to the patient was reported".